Event description:
According to the sales rep, at least one 3.5mm locking screw broke about 1cm below a universal plate that required a removal. The original case type was unk but was either a lapidus or mtp case. The surgeon noted that the pt had a poor bone quality and was able to replace the plate/screw construct with 5.0mm screw.